Event description:
Pharmacist reported chemo leaked between carefusion set and tevadaptor syringe adaptor closed system device. Cancer pt receiving paclitaxel over 3 hours, paclitaxel added to 500 ml bag ns. Leaking connection observed, rn stopped the leak, cleaned up the spill, and no harm to pt or staff occurred. No other issues reported with the infusion. No medical intervention was required. Customer stated that the user did not provide any additional pt/event details.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of leaking connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.